Manufacturer narrative:
(B)(4). Batch # p56y5m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Please describe.

Event description:
It was reported that during the radical resection of lung cancer, could not open the jaw, could not return the blade, surgeon used a scalpel to cut the tissue to take out the device. Another device was used to complete the surgery. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p56y5m. Investigation summary: the sc60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process. Additional information requested and received: was there any patient consequence or change in the post-operative care of the patient as a result of the event? Please describe. No.